Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 5 months after the dental implant in ada site 4 was placed, the implant had not yet integrated in type I bone. Clinician noted the implant's apex was in the sinus region and consequently the patient developed an infection. Bone loss was also present. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist also reported that immediate implant and immediate load procedures were performed.

Event description:
The clinician reported that nearly 5 months after the dental implant in ada site 4 was placed, the implant had not yet integrated in type I bone. Clinician noted the implant's apex was in the sinus region and consequently the patient developed an infection. Bone loss was also present. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).